Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge was fluctuating for a short period of time while charging. There was no reported impact to customer's blood glucose. Reportedly, pump was charged and insulin delivery was resumed.